Event description:
It was reported that during a device replacement, the physician had difficulties loosening the rv proximal side of the setscrew. The lead successfully loosened when a torque wrench engaged with the setscrew was tapped by a muscle hook. The device was explanted.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the rv is-1 set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.